Event description:
According to the reporter: occurred during a laparoscopic nissenfundoplication. The suture thread broke. The anchoring loop broke immediately after the needle was pulled through. The surgeon was throwing a running stitch. More than one defective device was involved. To correct the issue, the surgeon used another suture and started the stitch over again. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. Microscopic inspection of the loop noted material transfer which is an indication that the loop was welded. This serves as evidence that the loop was broken under tension; however, since the sample was received with the loop open, the force required to break the loop cannot be determined. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.